Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 3.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. Additional information received states the device was explanted due to fluid loss. Further information received the patient experienced "continuous leakage."